Event description:
During an rf procedure, the scrub tech tripped and ripped the cable out of the generator, resulting in a broken and unusable cable. A back up product was not available. The pt had already been given a local anesthetic when it was decided to cancel the procedure. The device did not malfunction and there was no serious injury reported.

Manufacturer narrative:
The device has not yet been returned for an investigation. A follow up report will be made if the investigation requires.